Manufacturer narrative:
The device has not yet been received by the MFR for investigation. If the device is received, a quality investigation will be performed and a follow up report will be filed.

Event description:
It was reported that the front end of the collet fell apart. The nose and the bearings fell out while in use. There were no allegations of adverse consequences associated with this event. No further info has been received despite numerous attempts.